Event description:
It was reported that patient was booked for a filter removal. On performing check venocavagram, it was alleged that the filter had tilted and appeared to have dropped from its original position. Reportedly, on the screening image, there appears to be one leg in the right gonadal vein, one in the left renal vein and the tip looks as if it could be in the right renal vein. When originally placed, jugularly, the filter was placed super renaly. The patient's vena cava measured 28mm using a calibration catheter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample remains implanted in the patient, therefore, no sample evaluation could be done. It was reported that the filter was placed in a pregnant woman, who had a c-section. The position of the baby and the manipulation of the patients' vessels and organs during the c-section may have contributed to the filter malposition. However, this cannot be confirmed. The result of the investigation was inconclusive and the definitive root cause is unknown.